Event description:
Caller indicated the relion prime strips were producing low results. Caller is saying that he is getting readings "lo" and he feels just fine and doesn't have any symptoms that would be associated with levels this low. He has had the meter for 1 week. There is no apparent damage to the meter and no signs of in-store tampering or damage to the box. They tried a new bottle of strips and now everything is working fine. They are keeping strips in the original bottle. They keep everything in his bedroom and on top of an end table or drawer. Replaced product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Manufacturer is aware of the issue which is under investigation (CAPA (B)(4)).